Event description:
It was reported that the patient was experiencing "extreme twitching" in the abdomen and felt as though "her heart was beating harder or faster" the day after implant of the cardiac resynchronization therapy defibrillator (crt-d). Communication with the clinic confirmed that the patient was experiencing diaphragmatic stimulation. The device was reprogrammed the next day and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.